Event description:
It was reported by service report that bed exit was not working and the scale was inaccurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale out of calibration. Conclusion: scale calibrated and bed returned to service.